Event description:
Treatment of an avm. It was reported the distal tip of the guidewire broke off inside the catheter. No patient injury reported. Same event as MDR# 2029214-2008-00149.

Manufacturer narrative:
The guidewire was returned with the corewire in two broken segments. Analysis of the cross section at the break point showed the failure of the corewire occurred due to torsional overload.